Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. The superficial infection reported was likely the result of the original surgery and is addressed in the product labeling under "general surgical risks".

Event description:
Pt has superficial infection. Surgeon cleaned out the region of the incision and added a drain to the wound. No reported revision or issue with the implants.